Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead exhibited noise and delivered an inappropriate shock. The lead was surgically abandoned. The field representative indicated the lead was being returned. There were no additional adverse patient effects reported.